Manufacturer narrative:
The technician removed and replaced the trendelenburg assembly to resolve the issue.

Event description:
Information received indicates the bed would not go in to trendelenburg.